Event description:
A report was received that the patient had pain at the pocket site and had difficulty charging the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70, serial/lot #: (B)(4) / 261809 description: linear lead with enhanced stylet, 70cm, model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the pocket site and had difficulty charging the ipg. The patient underwent an explant procedure.